Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/o lymphadenectomy surgical procedure, the maryland bipolar forceps (mbf) was reported to arc while applying energy. There was scorching /burn visible on the insulation. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and appeared to be normal in function, no damage was observed. Arcing was observed from the mbf to a monopolar curved scissors (mcs). E-100 generator was used with both cut and coag set at 3. The instrument was in use for 35 minutes prior to the arcing event. The mcs and a prograsp forceps were in use when the arcing event occurred. The instrument tips would have potentially collided with any other instrument or tool during procedure. The instrument tip(s) were in contact with tissue when arcing occurred, but the tips did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon believed that the faulty insulation on bipolar caused the arcing event. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of arcing.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.